Manufacturer narrative:
Section e: initial reporter details have been updated based on the additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously applied imdrf code of annex. D: d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-operation, while checking the emg tube with syringe, cuff leak was discovered. The device was used for the first time. A backup emg tube was used to complete the procedure. There was no patient involved.

Manufacturer narrative:
H3: product analysis found that both the electrodes and the device were returned in a large plastic sleeve (non-original packaging). There were no traces of contamination observed on the returned device. Upon return, the harness had paper tape intact, and clip was attached to the valve. A syringe was used to inject 15cc of air into the cuff, and the cuff could not be inflated, it was slowly deflating. For further analysis, the cuff was submerged in the water for leak observation, and leakage was detected near the proximal end of the cuff. There was a small puncture in the cuff. The device failed due to defective condition upon return and the inability to inflate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.